Manufacturer narrative:
The biomedical engineer stated that he reseated the data acquisition to motor controller cable to address the issue.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc (printed circuit board assembly/ analog digital converter) failed. The customer reported the unit was not in use on patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair details from the customer.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed . The customer reported the unit was not in use on patient.